Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the access site bleeding was a result of the transapical sheath coming out of the access site while performing CPR. The device was not available for evaluation. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences sales representative report, during transapical tavr procedure the 23mm sapien valve was deployed in a too aortic position with resulting wide open aortic insufficiency (ai). The patient was hemodynamically unstable and CPR was started. While doing CPR, the ascendra 3 sheath came out of the access site, there was noted bleeding and the patient was transfused and placed on bypass. Once the patient was stabilized the valve was seen to be functioning fine, however the physicians were worried about a possible coronary occlusion, so it was decided to go to surgical avr. During the surgery it was confirmed that despite its too aortic position, the sapien valve was not obstructing the coronary arteries and was functioning well. The sapien valve was left in place. The patient was closed and transferred to ICU in stable condition. However, it was also noted the patient experienced a stroke post tavr. The patient was noted to have passed away 2 days post tavr due to cardiac arrest secondary to a cardiogenic shock.